Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c35241 for contraception. On (B)(6) 2015 hysterosalpingogram (hsg) was done; both sides were occluded. On the right side, the proximal tip appeared to be inferior to the uterus. Physician said it looked like the device may have fractured. Product technical complaint (ptc) investigation result received on (B)(6) 2015: bayer ptc global reference number is (B)(4). Final assessment: failure mode/mechanism, the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, they conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. They were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a reported technical product issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 3 month hysterosalpingogram (hsg), on the right side, essure proximal tip appeared to be inferior to the uterus. According to the physician, it looked like the device may have fractured. This event, interpreted as a suspicion of device breakage, is unlisted in the reference safety information for essure. However, according to the product technical investigation, the possibility of micro-insert breaking is an anticipated event. In this particular case, limited information was provided. However, considering its nature, a causal relationship with the suspect device cannot be excluded. The review of the manufacturing batch record confirmed the product met all release requirements. No complaint sample was provided for further technical investigation. Therefore, based on available information, the quality defect cannot be confirmed at this time. Follow-up information is being sought in order to clarify/confirm the event.

Manufacturer narrative:
Follow-up information received from consumer on 09-sep-2015 and updated ptc result with no major changes received on 14-sep-2015: she stated that stated in the hsg it was noted that essure separated and tore one of her fallopian tubes (side unknown to reporter at this time) and the essure was floating around in her body. This was noted on x-ray but she did not know where it was floating. Her healthcare (hcp) said to her this could happen to the other side as well. She did not experience pain but the hcp was concerned and wanted to remove both essures. She will have a laparoscopic procedure to remove the bilateral essures. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 3 month hysterosalpingogram (hsg), on the right side, essure proximal tip appeared to be inferior to the uterus. According to the physician, it looked like the device may have fractured. Hcp was concerned and wanted to remove both essure coils. She will have a laparoscopic procedure to remove bilateral essure coils. This event, interpreted as a suspicion of device breakage, is unlisted in the reference safety information for essure. However, according to the product technical investigation, the possibility of micro-insert breaking is an anticipated event. In this particular case, limited information was provided. However, considering its nature, a causal relationship with the suspect device cannot be excluded. This case is regarded as incident since a device removal will be required. The review of the manufacturing batch record confirmed the product met all release requirements. No complaint sample was provided for further technical investigation. Therefore, based on available information, the quality defect cannot be confirmed at this time. Follow-up information is being sought in order to clarify/confirm the event.

Manufacturer narrative:
Follow up information received (tubal perforation questionnaire) on 08-feb-2016: the patient is gravida 2 and para 2 with no c-section, spontaneous abortions or voluntary pregnancy termination. She has no previous gynecological interventions. Essure was inserted on (B)(6) 2015 and her last menstrual period was (B)(6) 2015 (the patient was on ocps). She was not breastfeeding at the time. The patient had no abnormal findings prior the procedure. During the insertion cervical dilatation, sounding were applied; paracervical block was used as analgesia. The procedure was considered easy with easy visualization of tubal os. It did not take more than 20 minutes and the fluid loss was not greater than 1500cc. The essure device was inserted through the operating channel of the hysteroscope and the cannula directed into the left fallopian tube ostium. The tube was canulated with the device until the solid black ring was visible at opening. The hand piece was wheeled back and retracted until the gold ring was visible at the tube opening. The device was then deployed in the standard fashion and the micro insert was visualized in the correct location. The delivery catheter was then removed and the procedure repeated in the opposite fallopian tube in the same manner. The hysteroscope was removed. The tenaculum was removed and the cervix was noted to be hemostatic. The speculum was removed. The patient tolerated the procedure well and had no complaints. On (B)(6) 2015, the hsg (hysterosalpingogram) was performed and showed the right insert possible in wrong position. The unilateral right perforation was diagnosed; the insert was outside the tube and adherent to cecum with perforation in proximal tube. No other organ was perforated. The left insert was in correct position. The patient had no symptoms and the confirmation test confirmed tubal occlusion. On (B)(6) 2015, essure (right and left) were removed via laparoscopy, bilateral salpingectomy was performed. The removal was considered medically necessary. No pathology test was available. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 3 month hysterosalpingogram (hsg), on the right side, essure proximal tip appeared to be inferior to the uterus. The physician suspected that device may have fractured (interpreted as device breakage). However, during laparoscopy it was noticed that coil was partially in tube, adherent to uterus sidewall and outstretched (weekly adhered) to cecum. Uni it is not clear whether a breakage occurred as it was not denied. She had a bilateral salpingectomy and removed both essure coils. Fallopian tube perforation and device breakage are serious due to their medical importance. The unilateral right perforation was diagnosed. Fallopian tube perforation is listed while the device breakage is unlisted in the reference safety information for essure. However, according to the product technical investigation, the possibility of micro-insert breaking is an anticipated event. In this particular case, limited information was provided regarding insertion details and it is not clear whether the breakage was confirmed (even upon follow-up, doctor did not confirm or denied the device breakage). However, considering the nature of both perforation and breakage, a causal relationship between these events and the suspect device cannot be excluded. This case is regarded as incident since a device removal was required. The review of the manufacturing batch record confirmed the product met all release requirements. No complaint sample was provided for further technical investigation. Therefore, based on available information, the quality defect cannot be confirmed at this time.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Questionnaire - device breakage with essure was received on 13-oct-2015: physician reported that a (B)(6) female patient had essure, lot number c35241 and model number ess305, inserted on (B)(6) 2015. On (B)(6) 2015, during hysterosalpingogram confirmation test, a suspicion of device breakage was diagnosed. However, the physician clarified that during laparoscopy it was noted right tubal perforation with partial extrusion of device/coil into the abdominal cavity. The answer to where the breakage occurred was not applicable. The physician answered not applicable to where did the breakage occur. The physician explained that coil was partially in tube, adherent to uterus sidewall and outstretched to cecum. Patient had no symptoms/complaints. Physician states that instructions in the instructions for use were followed and there was no deviation from the insertion procedure as described. On (B)(6) 2015, laparoscopic salpingectomy bilateral was done and essure device was removed. During this laparoscopy, it was seen a rupture of right tube with partial tubal placement of insert of device. Removal was described as medically necessary by health care professional. Essure removal method: laparotomy. In addition, physician answered not applicable to were the broken pieces retrieved. However, it answered the essure was retrieved from abdomen/pelvis and other (not specified). Right tube perforation was reported by physician as patient's injury due to a condition necessitating medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. Patient has not recovered and essure was sent to pathology department along with patient's tubes. Follow-up received on 02-nov-2015: doctor stated that surgery was performed on (B)(6) 2015 laparoscopically for a right side perforation. Both fallopian tubes were removed at that time. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 3 month hysterosalpingogram (hsg), on the right side, essure proximal tip appeared to be inferior to the uterus. The physician suspected that device may have fractured (interpreted as device breakage). However, during laparoscopy it was noticed that coil was partially in tube, adherent to uterus sidewall and outstretched to cecum. It is not clear whether a breakage occurred as it was not denied. She had a bilateral salpingectomy and removed both essure coils. Fallopian tube perforation and device breakage are serious due to their medical importance. The fallopian tube perforation is listed while the device breakage is unlisted in the reference safety information for essure. However, according to the product technical investigation, the possibility of micro-insert breaking is an anticipated event. In this particular case, limited information was provided regarding insertion details and it is not clear whether the breakage was confirmed (even upon follow-up, doctor did not confirm or denied the device breakage). However, considering the nature of both perforation and breakage, a causal relationship between these events and the suspect device cannot be excluded. This case is regarded as incident since a device removal was required. The review of the manufacturing batch record confirmed the product met all release requirements. No complaint sample was provided for further technical investigation. Therefore, based on available information, the quality defect cannot be confirmed at this time.

Manufacturer narrative:
Follow-up received on 02-nov-2015: doctor stated that surgery was performed on (B)(6) 2015 laparoscopically for a right side perforation. Both fallopian tubes were removed at that time. Follow up information received on 03-nov-2015 from medical assistant. Essure perforated the right tubal uterine interface. The device was weakly adhered to the caecum. The surgery was outpatient surgery on (B)(6) 2015. Medical assistant was unable to confirm the suspected breakage. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 3 month hysterosalpingogram (hsg), on the right side, essure proximal tip appeared to be inferior to the uterus. The physician suspected that device may have fractured (interpreted as device breakage). However, during laparoscopy it was noticed that coil was partially in tube, adherent to uterus sidewall and outstretched (weekly adhered) to cecum. It is not clear whether a breakage occurred as it was not denied. She had a bilateral salpingectomy and removed both essure coils. Fallopian tube perforation and device breakage are serious due to their medical importance. The fallopian tube perforation is listed while the device breakage is unlisted in the reference safety information for essure. However, according to the product technical investigation, the possibility of micro-insert breaking is an anticipated event. In this particular case, limited information was provided regarding insertion details and it is not clear whether the breakage was confirmed (even upon follow-up, doctor did not confirm or denied the device breakage). However, considering the nature of both perforation and breakage, a causal relationship between these events and the suspect device cannot be excluded. This case is regarded as incident since a device removal was required. The review of the manufacturing batch record confirmed the product met all release requirements. No complaint sample was provided for further technical investigation. Therefore, based on available information, the quality defect cannot be confirmed at this time.